Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+1.5/085 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. Intraoperatively, the lens was explanted. The surgeon reports a ciliary ring block, "after viscoelastic removed, because of the posterior was over pressure, the anterior chamber can't be formed well so the lens was removed". The problem was resolved by the lens explant.

Manufacturer narrative:
Corrected data: (B)(4).. Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn. Claim# (B)(4).